Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26nov2019.

Event description:
The customer reported a power source issue. There was no patient/user involvement. The manufacturer's international service technician evaluated the device and found the power button did not respond, the screen stayed black, and the ventilator was unable to boot. The reported issue was confirmed. The power management board, power supply and the power switch overlay were replaced. The ventilator was calibrated successfully and passed all required testing. The reported issue was resolved.